Event description:
It was reported by a customer complaint that the patient was hospitalized due to a diabetic ketoacidosis. It was reported that the night prior to the admission the patient's blood sugar was running high, between 300 and 400. A correction bolus was programmed and delivered prior to going to bed. In the morning the patient's blood sugar was between 400 and 500. The patient then was given an injection of insulin. The insulin cartridge, tubing, and injection site were changed and the basal rate was increased on the pump. Later that day the patient was admitted to the hospital with symptoms of dka. The device will be returned for evaluation, to ensure that it is functioning correctly and did not contribute to the reported incident.